Event description:
Literature was reviewed regarding a 6-month-old male patient with congenital cardiac anomalies who underwent successful implant of a medtronic melody bioprosthetic valve in the mitral position. Approximately 1.5 years after the melody implant procedure, at the age of 2 years old, the patient presented with respiratory infections including chickenpox and severe pneumonia which complicated into sepsis and infective endocarditis. Transesophageal echocardiography revealed prosthetic severe regurgitation with stenosis. Subsequently the patient underwent a surgical procedure in which the melody valve was explanted in entirety and replaced by another melody bioprosthetic valve with good hemodynamic measurements. The postoperative period was complicated by pleural effusion and a persistent cough. Viral tests confirmed respiratory syncytial virus and adenovirus which was successfully treated with corticosteroid nebulization and general therapy. Two months later the patient was discharged home in good clinical condition. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: haponiuk-skwarlinska et al. Re-melody mitral valve replacement during infective endocarditis after multi-stage hybrid surgical treatment in a 2-year-old child with congenital immunodeficiency. Kardiochir torakochirurgia pol. 2024 jun;21(2):123-125. Doi: 10.5114/kitp.2024.141153. Epub 2024 jun 30. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.